Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization after performing a supply change while remaining connected to the infusion set during the tubing fill process. The user reported filling the tubing with the infusion set connected to the body and estimated that the cartridge contained approximately 160 units of insulin at the time. Engineering review identified no device malfunction alerts or factory resets, and the available engineering logs demonstrated expected device operation before synchronization ended at approximately 1:17 am on the event date. The available information indicates the event resulted from improper completion of the supply change procedure rather than a device malfunction. The user was re-educated and scheduled for retraining on proper cartridge and infusion set replacement procedures. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with a reported lowest blood glucose of 49 mg/dl, resulting in hospitalization. The user was treated with oral glucose and IV fluids. The user recovered and resumed ilet therapy following discharge on (B)(6) 2026.